Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted. The consumer had essure (fallopian tube occlusion insert) inserted after the birth of her third son. She had major cramping from day one and her doctor said it was menstrual related and probably related to the scar tissue forming. Then she started having hair loss and bleeding issues. A year after essure she had a gastric bypass and started having excessive hair loss and the bleeding got worse, she bled for months at a time. She went to the doctor and had vitamin and iron levels checked. She started to experience sensitivities to metals and could not wear cheap jewelry or any earrings. The consumer had mirena (levonorgestrel) inserted at 20 mcg/24hr, continuous intra-uterine and bleeding stopped but cramps and pelvic pain persisted and she was also experiencing fatigue, bloating, body aches, headaches, tingling in arms and hand which got worse. She completely lost her sex drive, had a hard time getting out of bed as she had no energy and had depression and anxiety. She could not have any pressure on her stomach or she would feel like she was getting stabbed. The consumer was told by the doctors she had fibromyalgia and arthritis degenerative bone and disk and was also told to see a psychologist and a psychiatrist because she had depression and it might be in her head. She lost 250 lbs in 1 year and a half then gained almost 100 lbs back due to the products she had to use to cope with the issues from essure. The consumer had a hysterectomy scheduled to (B)(6) 2015. Reporter causality: the relationship between all the events and mirena is not reported. The relationship between all the events and essure is related. Result and assessment of the product technical complaint (ptc) investigation of essure received on 11-nov-2015, company global ptc number was: (B)(4). No essure sample or batch number were available. Final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case, no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicated a new technical failure mode for device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding issues / bleeding got worse, bled for months at a time, pelvic pain and major cramping from day one. She had mirena (levonorgestrel) inserted and bleeding stopped but cramps and pelvic pain persisted. The consumer had a hysterectomy scheduled. The reported events are serious and listed in the reference safety information for essure and mirena. Considering the nature of the events and based on a positive temporal relationship, a causal relationship between essure and these events cannot be excluded. For mirena, a causal relationship for the event bleeding issues / bleeding got worse, bled for months at a time can be excluded and for the other events cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported with essure and mirena. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint (ptc) investigation of essure received on 11-nov-2015, company global ptc number was: (B)(4). No essure sample or batch number were available. Final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case, no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicated a new technical failure mode for device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding issues / bleeding got worse, bled for months at a time, pelvic pain and major cramping from day one. She had mirena (levonorgestrel) inserted and bleeding stopped but cramps and pelvic pain persisted. The consumer had a hysterectomy scheduled. The reported events are serious and listed in the reference safety information for essure and mirena. Considering the nature of the events and based on a positive temporal relationship, a causal relationship between essure and these events cannot be excluded. For mirena, a causal relationship for the event bleeding issues / bleeding got worse, bled for months at a time can be excluded and for the other events cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported with essure and mirena. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.